Event description:
As reported by edwards patient support, approximately 10 days post transfemoral transcatheter aortic valve replacement (tavr) procedure with a 23 mm sapien 3 ultra valve, the patient passed away. It was noted that the patient had come out of the tavr procedure on life support. No additional details regarding the cause of death have been provided at this time.

Manufacturer narrative:
Patients undergoing transcatheter heart valve (thv) procedures often have complex medical histories and multiple co-morbidities. They may also have limited cardiac reserve that can impair recovery from the procedure. After thv procedures, patients are closely monitored, which includes assessment of device implants. Despite multiple investigational attempts, it was not possible to obtain additional details regarding the reported event. At the time of this report, the information available does not reasonably suggest there was a malfunction of the edwards device or that the use or miss-use of the device caused or contributed to the patient's death. There is no allegation of deficiencies related to the identity, quality, durability, reliability, safety, labeling effectiveness, or performance of this edwards device. Should additional information become available (i.e., cause of death) the information will be reviewed, and the file updated accordingly. No further follow-up for additional information is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. Device not accessible for testing.

Manufacturer narrative:
A supplemental MDR is being submitted to correct the reportability of the event previously reported due to receipt of medical records. The following sections of this report have been corrected and updated: a2 (age at time of the event), b7 (other relevant history, including preexisting medical conditions), h6 (investigation findings, investigation conclusions) and h10 (provide narrative/data). Per the initial report, approximately 10 days post transfemoral transcatheter aortic valve replacement (tavr) procedure with a 23 mm sapien 3 ultra valve, the patient passed away. It was noted that the patient had come out of the tavr procedure on life support. Additional information was received via medical records revealing there was no allegation an edwards device caused or contributed to the patient's death. The 23 mm sapien 3 ultra valve was noted to have been implanted well with no valve dysfunction observed. In this case, the cause of death was not provided; however, investigation results suggest it is more than likely that the patient passed away from a combination of their advance age (85 years old) and comorbidities including cardiogenic shock, end-stage renal disease, pulmonary edema, moderate to severe mitral regurgitation, moderate to severe tricuspid regurgitation, and chronic congestive heart failure (chf) with a left ventricular ejection fraction (lvef) of 45-50%. There was no allegation or indication a product malfunction contributed to this adverse event. Therefore, based on the findings, this event is no longer considered to be FDA reportable, and a corrected report is being submitted.